Event description:
It was reported that the patient's right atrial (ra) lead was intermittently under-sensing during atrial tachycardia/atrial fibrillation. There was also one hundred and twenty four non-sustained ventricular tachycardia episodes. Follow up was conducted to no avail. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.